Event description:
The article, "post-infarction ventricular septal defect: percutaneous or surgical management in the UK national registry", was reviewed. The article presented a retrospective, multicenter study to compare surgical and percutaneous repair of post-infarction ventricular septal defects. Devices included in the study were amplatzer post-infarct muscular vsd occluder, amplatzer muscular vsd occluder, amplatzer atrial septal occluder, amplatzer vascular plug ii, amplatzer cribriform occluder, and amplatzer pfo occluder. The article concluded that surgical and percutaneous repair are viable options for management of pivsd. There was no difference in post-discharge long-term mortality between patients, although in-hospital mortality was lower for surgery. [The primary author was joel giblett, liverpool centre for cardiovascular science, liverpool heart and chest hospital, liverpool, united kingdom. The corresponding author was patrick calvert, department of cardiology, royal papworth hospital, cambridge, united kingdom, with corresponding email: patrick.calvert1@nhs.net; joel.giblett@lhch.nhs.UK] the time frame of the study was from january 2010 to december 2021. A total of 231 patients were included in the study for surgical management while a total of 131 patients were included for percutaneous management. It was noted 88.6% of patients undergoing percutaneous management received an abbott device. For the percutaneous management, the average age was 72 years, the average weight was 81kg, and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic lung disease, smoking history, hypercholesterolemia, prior cerebrovascular incident, myocardial infarction, coronary artery disease, percutaneous coronary intervention, cardiogenic shock, dialysis, prior mechanical circulatory support (intra-aortic balloon pump, impella, extracorporeal membrane oxygenation).

Manufacturer narrative:
B2: date of death was estimated. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "post-infarction ventricular septal defect: percutaneous or surgical management in the UK national registry" summarized patient outcomes/complications of post-infarction ventricular septal defect: percutaneous or surgical management in the UK national registry were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic lung disease, smoking history, hypercholesterolemia, prior cerebrovascular incident, myocardial infarction, coronary artery disease, percutaneous coronary intervention, cardiogenic shock, dialysis, prior mechanical circulatory support (intra-aortic balloon pump, impella, extracorporeal membrane oxygenation). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note, per the amplatzer septal occluder - instructions for use, artmt600149465 rev c, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration. As this event was non contemporaneously reported through a literature review article, no letter is necessary